Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that last week and on the day of this report, the infusion set's tubing came off at the connector piece where he connects and disconnects to take a shower. Reportedly, last week, at the time of incident, his blood glucose level was approximately 215 mg/dl and was approximately 205 mg/dl on the day of this report. There was no damage when the package was first opened. No further information available.